Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "right entericoma and rupture." Device remains implanted.

Event description:
Patient reported "right entericoma and rupture." Device has been explanted.

Manufacturer narrative:
Device evaluation: a visual analysis of the returned device identified: weight to the spec, deformation. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. No openings or issues related to rupture device were observed.

Event description:
Patient reported right rupture. Device has been explanted.